Event description:
The physician attempted to a place a 3.0mm x 22mm biodivysio stent in the mid left anterior descending artery that was reported to be 3.0 mm in size, 80% stenosed, moderately tortuous and calcified. The vessel was predilated. It was reported that the biodivysio stent would not cross the lesion. The biodivysio stent delivery system was removed by pulling it back through the guide catheter. A zeta crossail stent was then successfully placed. There was no report of an adverse patient event.